Manufacturer narrative:
Concomitant medical products: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced intermittent dizziness. Unstable thresholds and a spike in impedance were noted on the right ventricular (rv) lead. The patient wore an external holter which revealed infrequent loss of capture, intermittent pacing and a possible fracture was noted. No intervention was performed due to patient refusal, however after a time, an impedance warning was alerted with rising, high and undefined impedance noted. The lead was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.